Event description:
As reported, approximately 8 years post op the initial right tha, this 63 y/o female patient was revised due to pain and discomfort. Surgeon revised liner and head. Patient was deemed stable. Device is not returning, hospital policy.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 8 years post op the initial right tha, this 63 y/o female patient was revised due to pain and discomfort. The surgeon revised the liner and head. Patient was deemed stable. No report of breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Device is not returning, hospital policy. No other patient information/medical history reported. No additional information.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of pain and surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported, approximately 8 years post op the initial right tha, this 63 y/o female patient was revised due to pain and discomfort. The surgeon revised the liner and head. Patient was deemed stable. No report of breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Device is not returning, hospital policy. No other patient information/medical history reported. No additional information.